Manufacturer narrative:
Omit: a25 no apparent adverse event (3189), a26 insufficient information (3190), g04105 pump, g04090 - motor(s). Additional information : imdrf annex a and g codes.

Event description:
It was reported that the 8100 was not calibrating. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a,b & g codes.

Event description:
It was reported, that the 8100 was not calibrating. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown bd technical support troubleshoot with customer over the phone. The reported issue that the 8100 was not calibrating was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, informed this is most likely due to the mechanism assembly. Recommended sending in for repair. Provided part number for mechanism assembly. No further investigation of this issue is possible at this time, and no patient involvement was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8100 was not calibrating. There was no patient involvement.